Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that the reload was partially fired. The jaws were open. Staple pushers were visible at approximately the 4.75cm cut line. Both distal sutures can be seen as intact. The buttress material on the cartridge side can be seen still attached at the distal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, during first gastric transection, several of the proximal staples were pushed out of the device but did not hold the tissue and some did not form b shape. Therefore, there was incomplete staple line at the proximal end. Surgeon used the same handle with a new reload to resolve the issue. There was no patient injury.